Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review

Event description:
As reported, after insertion of this swan ganz catheter, the measured pressure remained at approximately 0-1 mmhg and did not increase to the normal range. Transducer leveling and zeroing were rechecked, and line patency was verified; however, the same issue persisted. No further information is available. There was no allegation of patient injury.